Event description:
A customer reported receiving a ¿replace sensor¿ error message with the adc device and as a result, the customer was unable to obtain sensor readings and experienced a loss of consciousness. The customer had contact with a healthcare professional who obtained an unspecified laboratory result and administered glucose intravenously for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) & (UDI) were updated based on the returned product. Section h4 (device mfg date) & d4 (device expiry date) were updated based on the returned product download. Sensor (B)(6) was returned and investigated. Visual inspection visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. The sensor data was reviewed and signal low error message along with an error terminate error was observed; this is consistent with a failed insertion of the sensor tail with the sensor patch being removed from the body. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A customer reported receiving a ¿replace sensor¿ error message with the adc device and as a result, the customer was unable to obtain sensor readings and experienced a loss of consciousness. The customer had contact with a healthcare professional who obtained an unspecified laboratory result and administered glucose intravenously for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving a ¿replace sensor¿ error message with the adc device and as a result, the customer was unable to obtain sensor readings and experienced a loss of consciousness. The customer had contact with a healthcare professional who obtained an unspecified laboratory result and administered glucose intravenously for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. It is unknown if the user was using android, ios, or a reader with a fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.